Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient was wetting at night. Stimulation was felt in the correct area and therapy was on. Stimulation was increased from 3.7 to 3.8 on program 3. The patient was told two of the leads were not working. It was unknown when this occurred. The patient started wetting at night since implant, on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID 3889-28, lot# v594488, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID :3889-28, lot# v594488, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(6).

Event description:
Additional information from a patient reported she has always wet the bed at night. The patient also noted the 2 leads were not working for 4 years. The patient noted the healthcare professional (hcp) noticed this when they checked with the machine. The patient stated there was no trouble shooting and the leads should work. The patient noted the lead issue has not been resolved, the patient noted she didn't know the leads needed to be resolved, she stated the stimulator is working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.